Manufacturer narrative:
(B)(4). Batch # u5dc62. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Additional information was requested, and the following was received: "where within the gap setting scale was the orange indicator prior to firing? Middle (according to senior resident trainee, who is novice at eea staple firing). What confirmation was received that the device was fully fired? I squeezed the handle after reclosing. After trainee said was fired, partially opened, I said stop as I did not hear crunch. Did the device staple? Yes. Was the staple line complete? No. Anterior 60% disruption/misfire. Were there any staples missing from the staple line? Unclear. What was the shape of the staples (b-formation, irregular, legs straight)? Did not examine. Sent for pathologic evaluation. Busy trying to fix and redo anastomosis. Were the staples deployed into the tissue? Partially. Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes, but incomplete. If the device fully cut, were both donuts complete? No. How many counter-clockwise revolutions were used to open the device? 1.5. How was it confirmed that the anvil was free from the tissue prior to removing? Gentle traction and it came out freely. After firing was the adjusting knob turned ½ to ¾ revolutions? 1/2 revolution x3. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No. Never had to do this unless it gets stuck. Who fired the device? Pgy 4 resident (with <5 cases experience with eea). Who removed the device? I did. Was the safety reset prior to removal? Yes. What was the users experience with the device? <5. Is the current patient status known? Patient did fine. No leak after redo. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. " if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the device misfired. Surgery was delayed an unknown amount of time. Surgeon oversewed the anastomosis. Case was successfully completed. It is unknown if there were any patient complications.

Manufacturer narrative:
(B)(4). Date sent: 12/08/2020. D4: batch # u5dc62. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.